Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant deflation date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast surgery with a 500cc mentor smooth round moderate plus profile on (B)(6) 2012, and experienced breast implant deflation on her left side postoperatively. The patient is scheduled for bilateral replacement with silicone devices on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that under follow up 1 report (manufacturer report number 1645337-2021-00669), the sentence under h10 additional manufacturer narrative was mistakenly left incomplete. It was meant to say "catalog number 3505501bc; serial number (B)(6) on the left side". Manufacturer¿s reference number: (B)(4). H10 additional manufacturer narrative.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3505501bc; serial number (B)(6), on the right side, and catalog number 3505501bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view. Additionally a tear was noted within the crease/fold, measuring approximately 1.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot-6907740). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).